Event description:
It was reported that during a remote follow up, undersensing was noted on the device. Provocative testing was performed and the undersensing was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.